Event description:
It was reported via repair work order that the headend lift was stuck elevated due to damaged lift coupler and malfunction cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the headend lift was stuck elevated due to damaged lift coupler and malfunction cpu board. It was also reported that lift was stuck elevated due to head end potentiometer, potentiometer cable and sensor coil cord malfunctioned. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that the lift was stuck elevated due to head end potentiometer, potentiometer cable and sensor coil cord malfunctioned.